Event description:
Does not allow me to give date problem occurred as it was 1990. Admitted to (B)(6) hospital (B)(6) for obturator hernia repair. Surgeon chose to implant marlex mesh. Discharged from hospital 5 days later with sciatic injury, unexplained nor understood until now, with revelation of mesh/clips affecting sciatic nerve in the obturator foramen twenty-six years of sometimes severe, disabling pain, neuropathy, paresthesia. Now with further pain, suspected erosion or migration of mesh. Urology exploratory surgeon soon. Surgeon not willing to get involved with a mesh tissue.